Event description:
It was reported during an umbilical closure the tip of the needle broke. An x-ray was taken and the needle tip was recovered. There was an extended procedure time of 40 mins. There was no adverse pt consequence.